Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not removing residual air from the cartridge. The customer was educated regarding cartridge/insulin use. The customer continued to use the original cartridge and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.